Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the tip broke. No further information provided. No injury to the patient reported. Unknown how case was completed. There were no adverse consequences to the patient.